Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock lead impedance of greater than 125 ohms. Defibrillation threshold (dft) testing was done, and the impedance was 105 ohms. Later, another out-of-range alert was again received, and the rv lead impedance had increased to 129 ohms. The device and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock lead impedance of greater than 125 ohms. Defibrillation threshold (dft) testing was done, and the impedance was 105 ohms. Later, another out-of-range alert was again received, and the rv lead impedance had increased to 129 ohms. The device and rv lead remain in service. No additional adverse patient effects were reported. Additional information was received indicating the rv lead had an impedance of 161 ohms. The device and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock lead impedance of greater than 125 ohms. The device and rv lead remain in service. No adverse patient effects were reported.